Event description:
It was reported that the device was used during a colectomy, the ratchet button was broken. Another device was used to complete the case. There were no adverse consequences to the patient.